Manufacturer narrative:
The insulin pump had no button response on down arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to test pump calibration with glucose sensor simulator and minilink transmitter due to no button response. The insulin pump had cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.